Manufacturer narrative:
MDR 2517506-2021-00125 was filed for the same event. The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely elevated cardiac troponin I (tni) result obtained on a patient sample on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension® exl¿ 200 integrated chemistry system. The discordant result was reported to the physician who questioned the result. The same sample was reprocessed on the same instrument with a siemens high sensitivity troponin I assay (tnih) during a method validation study and a lower result, considered correct, was obtained. No corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
Initial MDR 2517506-2021-00126 was filed 26-may-2021. MDR 2517506-2021-00125 was filed for the same event. Additional information (22-jul-2021) - siemens headquarters support center (hsc) has completed the evaluation of the event. Hsc has reviewed the instrument data and processed returned patient samples. No product non-conformance was identified with the assay or the dimension exl system. The event concerned repeated samples from a single patient that recovered elevated cardiac troponin I (tni) results on a dimension exl while the dimension high sensitivity troponin I (tnih) assay on the same analyzer obtained normal to low elevation results. The review of the instrument data found no issues with the dimension exl system. Quality control (qc) and calibration were within specifications and the event was limited to the single patient. Four samples from the patient from three different collection times were sent to the siemens healthineers technical support laboratory (tsl) for evaluation. The samples were tested to verify the troponin results recovered in the same manner as reported by the customer for both the tni and tnih assays. The initial investigation used a heterophilic blocking pre-treatment protocol. There was no change in the results for the tni assay indicating that an interferent could not be ruled in for that assay however, the results did change for the tnih assay ruling in the presence of heterophilic interference with the tnih assay. Further investigation involved performing linear dilutions with the samples. Neither assay diluted linearly indicating the presence of an antibody interference. There was insufficient patient sample for additional testing. The cause of the event was a particular patient non-specific binding interference such as a heterophilic antibody. The dimension cardiac troponin I flex® reagent cartridge (tni) instructions for use (IFU) states under limitations of procedure: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The device is performing within specifications. No further evaluation is required. MDR 2517506-2021-00125 supplement 1 was filed for the same event. Section h6 has been updated to reflect the hsc investigation.